Event description:
The product is a guide wire used during endoscopic per-oral dilatation of tumors in the esophagus. It has a flexible coiled spring tip that became detached from the main portion of the wire during a procedure. The pt required an esophagectomy to repair a 2cm tear in the lower esophagus.